Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and six physical samples were provided to our quality team for investigation. Through visual inspection of both the photos and returned product, silicone is observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2407082 and 2406008 and were found to be within specification. The returned samples underwent these same tests and verified all product was within specification. A device history review was performed for the reported lots 2407082 and 2406008, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident, all production and quality processes were verified to have been completed without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Silicone can be visible due to poor distribution. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further improve our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch number reported batch: 2407082, batch creation date: 2024-07-15, batch expiration date: 2029-06-30.

Event description:
Too much lubricant on the plunger of the syringe has there been any issue with safety feature? (Retraction failures, shielding failures, safety feature failed to cover the needle properly. Indicate whether the feature failed prior to use or during use). N/a has course of treatment been changed due to the defect [for reagents/instruments: obtained results]? Client didn't use affected syringes. Client had to order another part of syringes due to the defect. Potentially course of treatment was changed. Have any other actions been taken? Client had to order another part of syringes ¿ preparing of drugs was delayed.